Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads were explanted due to a patient infection. The patient had numerous infections including methicillin-resistant staphylococcus aureus (mrsa) and sepsis. No further adverse patient effects were reported. The leads were retained by the hospital and the device was being returned.